Event description:
It was reported that the patient¿s implantable neurostimulator (ins) was in his abdomen and ¿apparently the ins was sliding out of his abdomen.¿ on friday (B)(6) they had noticed the whole area where the ins was red and inflamed. The patient was taken to the emergency room on friday and some tests were done to see about the inflammation but everything came back negative. Patient was put on antibiotics ¿just to be safe.¿ it was noted that nothing had changed since friday; the ins was still red and inflamed. It was further noted that ¿it looked like the ins had to come out.¿ additional information was requested but had not been received as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 7482a95, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 7482a95, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 7436, serial# (B)(4) implanted: (B)(6) 2006, product type: programmer, patient. Product ID: 3387-40, lot# j0527189v, implanted: (B)(6) 2005, product type: lead. (B)(4).